Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer does not power up; power supply is out of electrical specification. Keyboard and keyboard slide plate are missing. Ring keyboard hinge is broken.

Event description:
It was reported the programmer will no longer power up. The programmer was returned for repair. There was no patient involvement.